Event description:
The patient underwent emergent surgery for an aortic dissection. Postoperatively, the chest was initially left open due to clinical instability and was closed at a later date. Following chest closure, the patient developed a decline in right ventricular (rv) function. As a result, the decision was made to place an rp flex device in the cardiac catheterization lab. During rp support, it was noted that flow at performance level p-6 decreased from 2.7 liters per minute to 1.5 liters per minute, without any associated change in motor current or systemic hemodynamics. The dynamic positioning system (dps) was re-zeroed, which corrected the flow issue. A similar event occurred approximately six hours later, requiring another re-zeroing of the dps. The rp flex device was ultimately weaned and explanted successfully without complication.

Manufacturer narrative:
The impella pump was returned. Based on log review, there was no true low flow observed apart from sensor drift causing pump flow drifting down. There was no true low flow issue found during the case. The device functioned/operated to specification.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. Impella rp flex was returned. Pump was visually inspected and biomaterial was observed beneath the impeller at inflow. No other physical damages to the sensor were observed. Data logs were returned and confirmed issue. The root cause of the placement signal issue was sensor drift with drift reproducing during flow loop test and based on log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Corrections that were made from the initial manufacturer device report number 1220648-2025-30134. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.